Manufacturer narrative:
Investigation summary based on the information available, the cause that contributed to the reported allegation cannot be established as the product is not available for analysis. Device history record (DHR) the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Device technical analysis the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Labeling review a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. The IFU states proper sizing of the device is critical to a successful outcome. Improper measurement, inappropriate cylinder size selection, or malpositioning of the cylinders within the corpora cavernosa may result in migration or buckling of the cylinders or reduce cylinder life. Investigation conclusion based on the information available, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation.

Event description:
It was reported that the patient implanted with this spectra penile prosthesis (spp) underwent a surgical procedure to remove the device. The device was too small for the correct fit in the corpora and caused the cylinders to become individually twisted. The existing spp was explanted and replaced with a new device. No patient complications were reported.

Event description:
It was reported that the patient implanted with this spectra penile prosthesis (spp) underwent a surgical procedure to remove the device. The device was too small for the correct fit in the corpora and caused the cylinders to become individually twisted. The existing spp was explanted and replaced with a new device. No patient complications were reported.